Event description:
The customer reported that his olympus single-use aspiration needle¿s adjuster was unable to lock during procedure preparation. According to the initial reporter, the subject device was used to successfully complete the intended procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The needle adjuster lock lever on the device was not locking properly. Force had to be applied to disengage the needle adjuster lock lever. The needle adjuster lock lever was noted bent which caused the restriction as a result to the user¿s experience. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the event was due to stress which caused deformity of the device. However, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use which state: "·before pushing the needle slider, confirm that the needle adjuster is fixed firmly. Be sure to firmly fix the needle adjuster. Otherwise, it could cause excess extension of the needle from the distal end of the sheath and perforation, bleeding, mucous membrane damage may result. ·if you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever and patient injury, such as perforation, bleeding, or mucous membrane damage could result ·pull the needle slider on the hand side until you feel a click. ·when removing the aspiration biopsy needle from the tray, hold the sheath so that it does not jump out of the tray. Removing the sheath without holding it may damage the insertion part of the aspiration biopsy needle. In addition, the elasticity of the insertion tube may cause the entire insertion tube to bounce, and the tip of the needle tube, sheath, or stylet may cause injury to the operator or patient. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result." In addition, the following non-reportable malfunctions were found during the device evaluation: the insertion portion sheath was severely bent/kinked below the metal protector boot causing restriction to the slider movement. Also, restriction with the stylet wire from the aspiration port side (unable to insert through port) was observed. Olympus will continue to monitor field performance for this device.